Event description:
When preparing the handpiece for use, the pack was opened and the handpiece plugged into a console that was immediately placed in the operative field - before priming had completed. Once the handpiece had primed, it immediately ignited the plasma. This ignited a small piece of four-by-four swab. The handpiece was disconnected by ejecting it from the console. It was immediately quarantined and a replacement was selected for use. The instrument was not being used on the patient at the time of the event. The ignition of the swab was minor and obvious. There was no injury to the patient or to any staff.

Manufacturer narrative:
Root cause: measurement of the sense wire voltages indicated that the electrical behavior was consistent with the button being pressed. Inspection of the handpiece showed that a single strand of copper wire from the "+ve cable" had come into contact with the sense wire connection causing a short. It was concluded that the fault condition must have occurred after testing as there was a specific test for button function. Corrective actions: improve handpiece assemble and test methods. Update software to ensure that the console assembly will not accept a malfunctioning handpiece.